Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the photo, the following was observed: the first and second photo show a stain black in the blister of packaging. Visual analysis of the returned sample revealed that one psee60a device was returned inside its package unopened; upon visual inspection, a black foreign matter was noted to be inside the packaging. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that the device has contamination (ink spot) on the side where the battery is inserted. No patient consequences reported. No further information is available.